Manufacturer narrative:
The device was received and shows an intact optic with one broken haptic. The device met all specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
(B)(4). The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
A nurse reported the haptic detached on the intraocular lens(iol) during insertion into the patient's eye. The incision was enlarged to remove the damaged lens and a new iol was successfully implanted.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices locked on tissue. The first device was locked on the cystic duct and had to be cut off the vessel. The device is still closed with a clip that was not fully closed. The second device became stuck then the handles were pushed forward to remove the device. The second device was used to complete the procedure. No adverse consequences reported.